Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 135 mg/dl at the time of the incident. Reportedly, clear ring on reservoir compartment threading had cracks. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.